Manufacturer narrative:
Examination of the two returned pieces of the impactor confirmed that the impactor broke at the post. The impactor surface exhibits scratching and scarring indicative of heavy usage. The vendor date code of j0108 indicates that this instrument was manufactured in january of 2008 and is six years into distribution. A complaint database search on the provided product code identified similar complaints which were attributed to product wear out. The root cause is attributed to product wear out through heavy impactions over time. Based on the investigation determination of wear out as the root cause, the need for corrective action is not identified. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Impactor broke in two pieces. The button that sticks out and goes into the tibial tray broke off.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.